Event description:
It was reported that patient presented remotely. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited incorrect measurement and episodes were cleared inadvertently. No intervention was performed. Patient condition was stable.